Event description:
During assistance for a homechoice alarm, a home patient (hp) reported that the heater bag was empty and the supply bag had solution. The technical service representative (tsr) asked the hp to check the frangible. The frangible was not broken. The tsr assisted the hp to break the frangible. The hp stated the solution was replenishing to the heater. The hp stated he did not have a mini cap on that day, so his doctor put them on antibiotics preventatively. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). As the device was not returned for analysis, no evaluation could be performed. Proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide instructs the users to immediately place the minicap disconnect cap on the transfer set after disconnecting the transfer set from the patient line of the disposable set. There are also instructions for users to cap off the transfer set with a new minicap disconnected cap and tighten it as part of the emergency disconnect procedure. A formal review of the label for the product family will be conducted. If additional relevant information becomes available, a follow up medwatch will be submitted.